Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. Re-culturing was conducted according to the instructions of the pms after reprocessing the scope. The sample tested positive for bacillus circulates (1cfu). Persistent organisms were not detected during re-culturing. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Although no reprocessing procedure deviations were observed, based on the investigations, insufficient reprocessing from improper reprocessing procedures cannot be ruled out as a contributory factory of the reported positive scope culture

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the endoscopy support specialist (ess). As part of the post market study, an olympus ess visited to the user facility on (B)(6) 2019 to observe the staff¿s reprocessing practice and provide a reprocessing training for the tjf-160vf. The ess observed the reprocessing and there were no deviations noted as all steps in the olympus manual and ontrack forms were followed. In addition, all special brushes and cleaning adaptors were used by the user facility during the cleaning the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The scope was sterilized at an independent laboratory and returned to the service center for repairs. A visual inspection was performed on the scope's instrument and suctions channels and found foreign stains along the instrument and suction channel walls. In addition, a brow colored stain was found close to the forcep elevator, on the distal end. Additionally, foreign material was also discovered on the internal portion of the biopsy port and instrument channel wall near the control body section. The foreign material/stains located inside the suction channel was white in color and located near the control body side. Additionally, a scrape mark was observed near the instrument channel opening at the distal end side. A review of the service history indicated the asset scope was last serviced on (B)(6) 2018. A clinical endotherapy specialist (ces) was dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample that tested positive. No deviations were found during the audit. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
The referenced scope was not returned to the manufacture for evaluation. The cause of the reported scope cultured positive cannot be determined at this time. However, the manufacture will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacture was informed that during a post market study, the scope cultured positive for low/moderate concern microorganisms (> 100cfu) after reprocessing . There were no associated patient infections reported.